Manufacturer narrative:
It was reported that the patient had nevro ipgs explanted and replaced. Rep was unaware of the patient ever being implanted with an abbott system. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention wherein the scs system was explanted for unknown reason at unknown date.